Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During an in-clinic follow up, loss of capture and increased pacing impedance was noted on the right ventricular (rv) lead. X-ray imaging was conducted which revealed a dislodgement of the rv lead. While repositioning the rv lead, it was noted that the helix would not extend. The rv lead was explanted and replaced to resolve the event. The patient was stable with no consequences.